Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: 232932.

Manufacturer narrative:
The ventilator was reported with an internal leakage test failed during pre-use check. The recommendation is to change the oxygen gas module, but the hospital has decided not to repair the ventilator. No more information or log files have been received. No new events on this ventilator have been reported until this date. As no goods were returned for investigation and no information regarding the service measures, the cause of the reported failure could not be determined.